Manufacturer narrative:
(B)(4). Batch # r93c6m. Investigation summary: the device was returned with no apparent damage. The device was connected to the gen11 to test functionality. It did not pass functionality testing and an alert screen was displayed, and was noted that there was no audible feedback sound from the instrument when the clamp arm was fully closed. Upon disassembly of the device, it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. In addition it was found that the closure indicator was broken and not making contact with the moving trigger. The blade broke off during functional testing. Blade damage can cause activation issues. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an endometriosis procedure, the device stopped working. After all the orientations, we had to replace the device. There was no harm to the patient.